Event description:
It was reported that during an elbow arthroscopy, the bur shed metal. Another unit was used and case was completed successfully. No adverse consequences reported.

Manufacturer narrative:
Additional information will be provided once investigation is completed.